Manufacturer narrative:
The explanted lead was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was found to be dislodged. A lead revision was performed and this lead was explanted. Although the physician was able to access the coronary sinus, a new lv lead was not able to be placed into a suitable vessel. The patient's anatomy was noted to be difficult and the physician tried for several hours to implant the new lead, without success. No additional adverse patient effects were reported.